Event description:
It was reported that when the pocket was closed and the final sutures going in, a dropped beat was observed. The monitors showed the dropped beats occurring about every minute or so. It was noted that about 30 seconds into having a pacemaker implanted, the patient became 100% pacemaker dependent. Wide and nearly matching egms for both a and v were observed through the programmer. When the leads were connected to the analyzer, the egms were clean and free of noise and interference that may have caused inhibition. The egm issue, with both signals overlapping, made troubleshooting for oversensing impossible. The device was removed and replaced. The same wide & nearly matching egm observations occurred with the new device. Because it was noted to be consistent with prior dual egm observations through carelink, the "adjust" option on the programmer, with a or v egm chosen, gave a proper egm for that channel.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The second device remained implanted. No patient complications were reported as a result of this event. Without a device serial number, the manufacturing date cannot be determined for the model 2090 programmer. Evaluation summary: (B) (4) no anomalies were found.